Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer (con) reporting that the patient had a really bad spasm and fell backwards and landed on their palm and shattered their wrist and will need surgery at a later time.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen (unknown concentration and dose) and unknown drug via an implantable pump for spinal pain. It was reported that the patient stated they were currently in the hospital for the second time this week and their pump had been empty and alarming since sunday. The patient also stated they had not been able to eat since saturday because everything tasted awful.  The patient stated they did not have a current managing doctor. The patient also stated they were going through withdrawals and had been having spasms this week and they shattered their wrist due to one of their spasms. The agent sent physician listings to the patient and reviewed the role of rep and paging process. The patient mentioned they had baclofen and other medications in their pump.